Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 08/29/2025, a sales representative reported via email that the black gear housing of a flipcutter iii, part of the ar-1288rtib-fc3 tightrope ii rt-ib implant system, broke during back-reaming. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 09/08/2025: during an acl reconstruction procedure on 08/29/2025, the black bulbous component of a flipcutter iii, part of the ar-1288rtib-fc3 tightrope ii rt-ib implant system, split in half. This did not occur over an open incision, and no fragments were reported to have entered the patient. The broken piece was removed from the surgical field. The case was completed using a new ar-1204ff flipcutter iii drill. There was a brief case delay of approximately two minutes, and it is unclear whether additional anesthesia was administered. No adverse effects were reported on the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.